Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a cutter stuck in it. Therefore, the reported condition was confirmed. It was determined that this because the bearings were worn out, loose, and out of axial alignment, which created a situation where the cutter was not able to be inserted. The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from new zealand that during an ear, nose and throat (ent) surgical procedure, it was observed that the burr device was stuck in the attachment device. According to the report, it was difficult to get the burr device in the attachment device. It was clarified that the surgeon put the burr device in because the scrub nurse could not. The reporter stated that the device did not break and no fracture was left in the patient. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.